Manufacturer narrative:
Device evaluation begun but not yet completed.

Event description:
Per the clinical summary on 11-sep-2015: during prime and then later during cardiopulmonary bypass (cpb), the flow measurement was lower than expected and erratic (bouncing). During cpb, the perfusionist (ccp) elected to connect the flow sensor to a sarns centrifugal control module, in order to measure flow the remainder of cpb. The system-1 flow measurement was 1.5 - 2.5 liters per minute (l/min) and when connected to the sarns centrifugal system the flow was about 4.2 l/min and stable. The case was completed successfully, and an intervention was done (move sensor to sarns centrifugal) in order to acquire an actual flow measurement. There was no delay in the procedure and no associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed by the manufacturing engineering center (mec) observation and by data log analysis. Log analysis was performed on flow module logs. The messages in logs fill with a repeated status message that the sensor was coupled to tubing with fluid present. Analysis suggests that to have this many entries of the same type that at some point there was uncoupling occurring to cause the re-coupling message. Log analysis suggests this may cause a low flow reading. There is no way to determine the adequacy of the flow sensor coupling to the tubing or to the module from the log entries. During laboratory analysis, the complaint effects were not able to be duplicated. Extensive testing was performed but the flow module appeared to operate as intended. Testing included steady-flow bench testing to determine if flow readings were unstable. Flow was set to 4.2 liters per minute (l/m) and monitored for unstable readings. For six hours, the readings remained 4.2 l/m and did not show signs of fluctuation. The module was then placed in cold soak for three hours. Upon removal it was bench tested in a similar manner with no issues found. The same was repeated with heat soak with no issues found. Module was then run for 24 hours with no unstable flow readings observed. Performance was compared to a system 8000 centrifugal control console (to measure flow). The two flow rates were comparable and no inaccuracies were noted. Internal inspection was performed which revealed no issues, poor solder joints, or other anomalies. Internal components were mechanically agitated while performance was monitored. There was no effect on performance. Last, multiple flow rates were set from 0.1 to 9.90 l/m. In all cases, the flow module readings were comparable to the system 8000 centrifugal control console¿s readings. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The subsidiary site service engineer (se) conducted testing and was able to duplicate the reported issue. The se performed the following tests: replacing cable that connects system-1 and flow module: no change. Inserting cable to the opposite network interface card (nic) board: no change. Connected flow sensor to the delphin pump: the pump indicated normally so he determined that the sensor is normal. They saw no improvement by restarting power three times. Without increasing speed of centrifugal pump, the value was unstable in between the range of -1.0 to +1.0 l/min, randomly. When a flow sensor is attached to the circuit, it remained ¿----l/min¿ and did not indicate ¿0.000ml/min¿, or it was in the same condition as described above. The issue was resolved by replacing the flow module to a substitute.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood flow indication was unstable. The unit indicated 1.5 to 2.5 liters per minute (l/min) constantly. As a result, an alternate device was employed. The user used a delphin pump as substitute. The delphin was stable and indicated 4.2 l/min. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.